Event description:
The customer's mother reported that daughter had high blood glucose. Customer stated that they wasted 9 mio infusion set due to bent cannulas and other issues with infusion sets. Customer's blood glucose started at 453 mg/dl. Customer was treated with insulin pump. Next blood glucose was 435 mg/dl and gave correction via syringe. Customer stated that disconnected with insulin pump and ran manual prime and noticed no drops were coming out of the tubing but did not alarm no delivery. Last blood glucose was 232 mg/dl. Customer declined to troubleshoot. Customer stated that they have back up and will report back once issue persists. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).